Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol ventralex st device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient "underwent an additional surgery to repair the hernia defect and remove the ventralex st mesh"; however, no specific device failure has been alleged. No medical records have been provided. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect; however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. On (B)(6) 2018: the patient underwent an additional surgery to repair the hernia defect and remove the bard/davol ventralex st mesh. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex st. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol ventralex st device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient "underwent an additional surgery to repair the hernia defect and remove the ventralex st mesh"; however, no specific device failure has been alleged. No medical records have been provided. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect; however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 10 months post implant of ventralex st, patient was diagnosed with bowel perforation, hematoma, adhesions and pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hematoma, pain and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-jul-2015) is considered to be a best estimate. Updated fields: a2, a4, b2, b4, b5, b6, b7, d4, e3, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralex st. (B)(6) 2018: the patient underwent an additional surgery to repair the hernia defect and remove the bard/davol ventralex st mesh. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralex st. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with umbilical hernia thereby underwent open hernia repair with the implant of ventralex st. Per operative notes, "the supraumbilical hernia sac was noted. The underlying fascial defect from the hernia sac was reduced. The defect was measured and a ventralex st was placed in the peritoneal space and sutured." (B)(6) 2018 - patient was diagnosed with small bowel perforation thereby underwent laparoscopic hernia repair with small bowel resection with removal of mesh. Per operative notes, "lysis of adhesions was performed for the anterior abdominal wall. Mesenteric hematoma was resected. Small bowel resection was performed." Attorney alleged that the patient had adhesions, mesh migration, pain and bowel perforation. It was also alleged that the patient was unable to lift more than 30 ibs due to pain. Sexual relations adversely affected due to pain.